Event description:
Senseonics was recently made aware of an incident where the patient reported pain at the insertion site. Patient has sought medical attention to remove the sensor. No additional medication was recommended.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The risks identified for the eversense¿ cgm system are common to all cgm systems even though a minor surgical procedure is required for insertion and removal of the sensor. These include local infection, pain or discomfort, inflammation, bleeding at the insertion or removal site, bruising, itching, scarring or skin discoloration, hematoma, erythema, adhesive tape irritation and sensor fracture. There is no remedial action/corrective action/preventive action/field safety corrective action required in this case as the device is not defective. The potential of developing pain at the insertion site is a known and anticipated adverse effect of the system. The patient visited the healthcare facility and they removed the sensor on her request.